Event description:
Related manufacturer reference number: 3006705815-2023-06947. It was reported that patient experienced discomfort at the ipg as the battery is very loose in the pocket and protruding out. It was noted that patient experienced a fall. Lead diagnostics showed that contact 7 has a high impedance. Although reprogramming provided effective therapy the ipg is unable to enter MRI mode due to the impedance issue. Surgical intervention was undertaken wherein the system was explanted and replaced with a competitor system.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.